Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the 5 way foot pedal did not work anymore was confirmed. It was found upon evaluation that the rotate left and rotate right pedal were broken. The broken parts were replaced and the device was cleaned, repaired, tested and found to be fully functional. User mishandling or a probable fall is the most probable root cause of the broken pedals. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that postoperatively to an unknown procedure, it was observed that a foot pedal device did not work anymore. During in-house engineering evaluation, it was determined that the rotate left and rotate right pedal were broken on the device. There was no surgical delay or patient consequences reported. No additional information was provided.